Manufacturer narrative:
(B)(4). Additional information: evaluation summary: an actual sample was submitted for evaluation. A visual inspection confirmed that the tubing had separated from the injection port. The reported condition was confirmed. The root cause of this condition was not determined. No repairs were performed as this is a single use only device.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a continuflo set that had the main tube detaching from injection port during use. There was no patient involvement, injury or medical intervention indicated at the time of the initial report. No additional information is available.